Event description:
Customer's father reported his daughter was at a friend's home and lost consciousness and had a seizure. An adc meter reading of 157mg/dl was obtained on the customer during the event. Paramedics were called and they received an hcp meter reading of 66mg/dl. Customer's father stated both readings were obtained within 10 mins. She was given candy on the scene and was not transported to a local hospital for treatment. There was no diagnosis or add'l treatment reported and no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.